Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead exhibited placement difficulty. The competitor guidewire was stuck and did not go through the tip of the lead. The lead was place successful using a new guidewire. The lead remains in use. No patient complications have been reported as a result of this event.